Event description:
--

Manufacturer narrative:
The field representative later reported that the physician has discussed with the patient the need to have a new rate/sense lead implanted, but the patient has refused to agree to the procedure. No further changes are planned at this time.

Manufacturer narrative:
The field representative and technical services discussed programming of the left ventricular (lv) lead to lv tip to can to ensure lv pacing, and also discussed that while the electrocautery protection mode was similar to having no tachy therapy programmed and ensuring rv pacing, it was not intended to be used as a permanent pacing mode. As of today, available information indicates the device remains in service with no tachy therapy programmed for this patient. Pacing remains available, with episodes of inhibited pacing no longer noted, due to no further nonsustained vt episodes being experienced by the patient. The field representative reported that the physician had not decided whether or not to replace the competitive defibrillation lead. No adverse patient effects were reported. This report will be updated if additional information becomes available.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated competitive defibrillation lead exhibited out of range pacing impedance measurements. Typically the right ventricular (rv) pacing impedances were in the 400 ohms range; however, two measurements of >2000 ohms have now been recorded. Noise had been observed on the rv lead that was oversensed and resulted in inhibited pacing of one to two beats for this non-pacemaker dependent patient. No asystole was observed. The inhibited pacing was seen in the nonsustained ventricular tachycardia (vt) episodes. It was noted that tachy therapy had been programmed off in (B) (6) 2009, due to the noise, and the physician suspected a lead issue.